Event description:
Device 2 of 2: reference MFR. Report: 3006705815-2019-00799.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2019-00799. Additional information provided the patient¿s leads were explanted and replaced on (B)(6) 2019.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR. Report: 3006705815-2019-00799. It was reported the patient had fallen and experienced ineffective stimulation. X-rays revealed the leads had migrated. As a result, the leads were explanted and replaced. Reportedly, the patient feels paresthesia low back to ankles with post-op programming.